Event description:
While servicing the ventilator, the respironics service technician observed a diagnostic code in the log history indicating a detection of the oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventillator will alarm and continue to function using an air gas source. The customer reported there was no patient harm. The service technician performed extended self testing (est) and performance verification testing, and the unit passed all tests to specification. The oxygen valve was replaced as a precautionary measure.